Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital on (B)(6) 2017. The customer was hospitalized a week and a half before they passed away. The caller stated that the cause of death is still unknown. The caller refused to answer the rest of the death template questions. The customer¿s blood glucose was 700 mg/dl at some point before death. It's unknown if the customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The caller agreed to return the insulin pump for analysis.